Manufacturer narrative:
The reported event was addressed with phone support. The site was able to complete the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arms drifted inside the patient after an error. The site confirmed there was no harm to the patient and issue. The site completed the case. The procedure was completed as planned with no reported injury.